Event description:
(B)(6) cnss reporting patient is having issues with cleo. Patient is only (B)(6) and does not have a lot of subcutaneous tissue so site keep falling out/ leaking. Patient was switched to silhouette. No other information available. Reported to (B)(6) by pt/caregiver.